Event description:
It was reported that the device would not power on appropriately. This problem was discovered during the daily checks. There was no patient involvement reported with this event.

Manufacturer narrative:
Physio-controlled evaluated the device and verified the reported failure. The root cause was determined to be due to a failure of the system controller pcb assembly. After replacing the system controller pcb assembly, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.